Event description:
A deficiency in the software code caused a problem with data display when a user who is viewing tracings in the tracing review screen attempts to acknowledge an alert issued for a different patient. The problem is expressed when the following occurs: a computer screen is displaying tracings for patient a on the tracing review screen. An alert sounds for patient b. A user clicks on the global alerts icon to open the alert acknowlegement dialog box. The user clicks on "go to tracing review" in the dialog box. Patient b's name and demographic information appears in the title line on the tracing review screen but the tracing displayed is still from patient a. If the user doesn't realize that user is not looking at the tracing from the patient in alert status, user could miss a problem with the patient's tracings.